Event description:
(B)(4). Same case as MFR ID: 2134265-2010-04475. Same patient as MFR ID: 2134265-2010-04379, 2134265-2010-04380. It was reported that post a stenting treatment procedure, in stent restenosis occurred. In (B)(6)-2005, due to atypical chest pain, the patient underwent cardiac catheterization. Access was gained via the right femoral artery. Three lesions were treated at this procedure. A tubular 85% stenosed, 10mm long, concentric, type "b1" lesion was located in the mildly calcified mid second obtuse marginal (om2) with timi-3 flow. An 8f 100cm non bsc guide catheter was advanced followed by a 0.014" 190cm non bsc guide wire that was used to cross the om2. A 2.5x12mm taxus express2 stent was advanced and removed. A 2.5x12mm maverick2 balloon was used to predilate the lesion at 8atm for 60 seconds. The 2.5x12mm taxus express2 stent delivery system was again advanced and was deployed at 12atm for 45 seconds. Additional post dilation performed with the stent balloon at 2atm for 10 seconds resulting in 0% residual stenosis. Timi-3 flow was maintained. The stent delivery system balloon was removed. The second lesion treated was a tubular 80% stenosed, 20mm long, concentric, type "b1" lesion in the mildly calcified proximal first obtuse marginal (om1) with timi-3 flow. The non bsc guide wire was then advanced down the lcx along with another 0.014" 180cm non bsc guide wire that was directed to the om1. A 2.5x12mm maverick2 balloon was advanced into the om1 and used to predilate the lesion at 2 inflations to 6atm, 20 seconds and 10 seconds. The 2.5x24mm taxus express2 stent was then advanced and deployed in the om1 at 9atm for 30 seconds. A 2.5x12mm maverick balloon was used to post dilate the stent at 16atm for 15 seconds resulting in 0% residual stenosis. Timi-3 flow was maintained. The third lesion treated was a 70% stenosed, 20mm long, concentric, type "b1" lesion located in the mildly calcified proximal left circumflex (lcx) with timi-3 flow. A non bsc guide wire was advanced down the lcx. A 2.5x12mm maverick2 balloon was advanced and predilated the lesion at 12atm for 30 seconds. A 3.0x20mm taxus express2 stent was advanced to the lesion and deployed at 12atm for 20 seconds. Another non bsc 0.014" 180cm guide wire was advanced down the om1 and a 2.5x12mm maverick2 balloon was inflated at 8atm for 15 seconds. The taxus express2 stent delivery system balloon was advanced along with a 2.5x15mm maverick2 balloon for a kissing balloon technique. The maverick2 balloon was inflated at 8atm for 15 seconds. Final result was 0% residual stenosis and timi-3 flow was maintained. The procedure was closed without patient complications. In (B)(6)-2007, due to atypical chest pain, the patient underwent cardiac catheterization. The previously placed stents were found to be patent. However, a new lesion was identified. A 70% stenosed, 10mm long, eccentric, "high risk" lesion was located in the moderately calcified left main coronary artery (lmca) with timi-3 flow. It was treated with placement of a 3.0x16mm taxus express2 stent resulting in 0% residual stenosis and timi-3 flow was maintained. There were no patient complications reported during the procedure. In (B)(6)-2007, due to atypical chest pain and dyspnea on exertion, the patient returned for cardiac catheterization. A 75% stenosed, 5mm long, eccentric and high risk lesion was identified in the severely calcified mid lmca with timi-3 flow. It was treated with an unknown size taxus express2 stent resulting in 0% residual stenosis and timi-3 flow was maintained. A 70% stenosed, 5mm long, concentric, non-high risk lesion was identified in the mildly calcified ostial 1st om with timi-3 flow. It was treated with plain old balloon angioplasty (poba) resulting in 0% residual stenosis and timi-3 flow was maintained. There were no patient complications reported during the procedure.

Manufacturer narrative:
Device is combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)